Event description:
On 21aug2023, customer reported that iwa03 pack, instant warm, 6"x6.5" exploded on a patient and some of the contents got in her eye.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. The msds file of iwa03 revealed the primary composition of iaw03 to be sodium acetate (cas 6131-90-4). Sodium acetate is not reported as meeting ghs hazard criteria and is not classified as a ghs hazard. The msds file hazard section confirmed that it is not hazardous as well. Sodium acetate is equivalent to salt and vinegar solution. The medical recommendation for next course of action for exposure to the eyes is to rinse the exposed area thoroughly with water and regardless, exposure is highly unlikely to cause long-term injury. No serious injury was reported.